Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cfb (coherent fiber bundle) fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb (coherent fiber bundle). In addition, our technician confirmed that the segment fluid damage, the control body fluid damage, the ccd drive pcb fluid damage, the lg connector fluid damage, the lcb distal cover glass broken, the lcb distal cover glass cloudy (not clear view), the operation channel (primary) buckled, the suction channel buckled, the angle wire play, the segment corroded, the forward body frame corroded, the mechanical base plate corroded, the bending rubber missing, the segment steel braid deformed, the operation channel (primary) leak, the lg connector leak, the remote control buttons cut, the root brace rubber (lg connector) cut, the ccd drive pcb malfunction, the insertion flexible tube worn out, the distal body worn out, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, the right pulley wire worn out, the light guide cable lump/wave, and the segment disconnected segment clip; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Fiber image failure (fluid damage).